Event description:
Recently with the approval of the inhaler trelegy ellipta for copd, we have had multiple documentation errors and confusion with the trilogy ventilator device. I have multiple pt charts where the words are interchanged incorrectly, the discussion is regarding the inhaler but it is documented as "trilogy" and vice versa. Both the medication and device are indicated for copd pts so a perfect storm has been created with the names being so similar. (B)(6).